Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the intervention, while trying to advance the xience skypoint drug eluting coronary stent into a non-abbott stent that was previously implanted, the skypoint stent dislodged. Another balloon was used to snare the stent out of the anatomy. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement and material deformation were confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent during the attempted crossing causing the reported difficulty to advance and subsequent material deformation of the un-implanted stent. During removal the device dislodged while partially inside of the guiding catheter. It is likely that the interaction with the previously implanted stent, difficult anatomy and/or guide catheter during removal caused the reported stent dislodgement. A balloon dilatation catheter was used to remove the dislodged stent without difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, the following information was received: it was reported that the procedure was to treat a mildly calcified, mildly tortuous, 80% stenosed lesion in the ostial right coronary artery (rca). During the intervention, while positioning the 4x18mm xience skypoint drug eluting coronary stent (des) it became stuck on the previous non-abbott stent that was implanted approximately 4 months early. A strut of the xience des became flared from the back-and-forth movement of positioning. Device removal was attempted; however, the skypoint stent dislodged from the balloon when it was partially in the guiding catheter. A 1.5 balloon was placed distal to the stent, inflated and the stent was removed without difficulty. Dilatation was completed again with a 4.0 nc balloon and a 4x23mm xience stent was used to successfully complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.